Event description:
The patient reported that during pod activation, the pink slide did not appear to have advanced, indicating a needle mechanism failure. The patient heard the expected double beep when the insulin fill step was completed, and pod priming worked, but once placed on the skin, the cannula did not insert properly. Upon removal, the cannula was observed to be bent/crooked. No impact to the patient¿s blood glucose levels was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or bent cannula, or to determine their root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.260205.002 hardware: pixel 9 pro cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.